Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200225 - file-2019-04096 - analysis_and_closure_report_resp-2020-00245.pdf]

Event description:
During a pacemaker replacement procedure that occured due to battery depletion, the physician was not able to unscrew the ventricular set-screw to release the ventricular lead. The physician cut the ventricular lead in place, capped it and implanted a new ventricular lead.

Event description:
During a pacemaker replacement procedure that occured due to battery depletion, the physician was not able to unscrew the ventricular set-screw to release the ventricular lead. The physician cut the ventricular lead in place, capped it and implanted a new ventricular lead. The preliminary analysis did not reveal any issue with the subject device.